Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the rotor and driveshaft were worn. The driveshaft, rotor, and other components were replaced.

Event description:
It was reported that the handpiece began overheating. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.